Event description:
Customer reported an issue with cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and the error did not reoccur. Customer was advised to wait 20 minutes before starting a new sensor session, which was acknowledged and understood.